Event description:
A 6mm x 10cm (018 wire compatible) cook lp balloon was used to angioplasty the proximal left sfa. A 4fr cordis sheath was used for access. The balloon ruptured following inflation at 12 atm pressure and could not be deflated. The sheath and the balloon catheter were pulled out with the hope that the balloon will be delivered out. However, the balloon fractured and most of the balloon remained within the proximal sfa. The sheath was upsized to a 6fr cook sheath and multiple attempts made to retrieve the retained balloon with various snares, but this was not successful. Pt needed a surgical cut down to deliver the retained balloon out.

Manufacturer narrative:
(B)(4). No consequences to the pt were reported. Balloon rupture is labeled in IFU. Event is still under investigation.